Event description:
It was reported that this lead was capped during generator change out procedure due to consistently low r-waves. It was also noted that the physician elected to replace this lead because it was old. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).